Event description:
Within 2 months after being implanted on (B)(6) 2014, I began experiencing weight gain (to the point where I looked 4-5 months pregnant), joint pains, back and abdominal pain, heavy cycles with clots, headaches and mood swings. I didn't realize it could be related to essure until I began researching problems and if anyone else had issues with it.